Event description:
Reporting status: serious injury/ medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported via a sprit trial that a 2.75 x 18 xience and a 2.5 x 15 xience were implanted in the mid lad. The patient developed chest pain before leaving the cath lab table. A large blood clot was found on the stent site after another angiography was performed. The patient was treated with medication. An export aspiration catheter was used to evacuate the clot and was resolved the same day. No additional event or patient information is available.

Manufacturer narrative:
The second xcience v everolimus eluting coronary stent system indicated will be filed under the same MFR number. Results and conclusion summation - product performance engineering determined that thrombosis and angina, as listed in the xience v instructions for use, are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implants. The angina was likely the result of the thrombosis which was treated with an aspiration catheter; however, a conclusive root cause for the reported patient effects, and the relationship to the devices, if any, cannot be determined.